Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt, check te) has been confirmed. Upon investigation the monitor did not have a driven ground. Relay k700 was open, preventing a driven ground ECG signal and causing the reported failure. The root cause for the open k700 relay could not be positively identified. No adverse events occurred as a result of the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that it caused "adjust belt" messages and "check therapy pad" messages.